Manufacturer narrative:
The device has not yet been received for analysis. Upon return, device eval will be performed and the results will be included in the follow up report.

Event description:
Reportedly, during pt use, a low pressure alarm occurred and it was found that the air volume delivered by the ventilator gradually decreased. The pt was removed from the unit and manually ventilated using a bag valve mask before being transferred to another ventilator. There were no adverse pt effects reported. The reported ventilator was later connected to a test lung and it started ventilating normally. The reported event was not duplicated.